Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had keypad issues. The customer's blood glucose level was unknown. The customer reported that the act button was sometimes unresponsive negatively effecting the prime and had multiple random no delivery alarms. The insulin pump will not be returned for analysis.